Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the mid graft saphenous vein to diagonal artery. A 2.8x19mm rx graftmaster covered stent was deployed at 19 atmospheres (atms); however, post-deployment a new perforation at the proximal end of the stent was noted. A 3.5x19mm rx graftmaster covered stent was deployed at 13 atms to treat the proximal perforation. About 10 minutes post stent deployment, the patient developed ischemic arrhythmia ventricular fibrillation arrest. The patient was non-responsive to cardiopulmonary resuscitation and advanced cardiovascular life support protocol and the patient expired. No additional information was provided.

Manufacturer narrative:
H6 device code 2017- above rbp. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. It was reported that the graftmaster was deployed with a maximum pressure of 19 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. It is unknown if the exceeded rbp contributed to the reported event. The reported patient effects of death, ischemia, perforation and ventricular fibrillation are listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Medical affairs reviewed the reported information and a clinical review was performed. The conclusion was the following: presented with free perforation with extravasation in the mid graft saphenous vein to diagonal artery. This was treated with the 1st graftmaster, a 2.8x19mm however, another perforation was discovered in the proximal end of the stent. A 2nd graftmaster, 3.5x19mm was used to seal the perforation however, patient went into cardiac arrest and expired. Patient has history of 3 vessel CABG 2004, posterior myocardial infarction 2014, nyha class iii hf with preserved lv function. Death in this case is caused by the perforation. The 1st graftmaster directly contributed to the death of the patient, it did not seal the 1st free perforation and caused the 2nd perforation the proximal end. No device deficiency was reported. The 2nd graftmaster was able to perform it¿s intended and sealed the 2nd perforation in the proximal end of the stent.